Event description:
Following implantation of an olecranon plate, the plate broke. The plate was explanted; however, one of the screw could not be removed and was left in the patient.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00046: plate, MDR 3025141-2015-00047: screw 1, MDR 3025141-2015-00049: screw 3, MDR 3025141-2015-00050: screw 4, MDR 3025141-2015-00051: screw 5, MDR 3025141-2015-00052: screw 6, MDR 3025141-2015-00053: screw 7.

Manufacturer narrative:
Screw was received and examined both visually and under magnification. No damage was noted to the screw. Slight discoloration was noted on the locking threads closest to the screw head. This indicates the screw was installed in a locking plate hole but does not indicate any kind of malfunction. Additional mdrs associated with this event: MDR 3025141-2015-00046 follow up 1: plate, MDR 3025141-2015-00047 follow up 1: screw 1, MDR 3025141-2015-00052 follow up 1: screw 6, MDR 3025141-2015-00053 follow up 1: screw 7.